Manufacturer narrative:
H3,h6: one 7208678 2.4mm sterile drill tip passing pin used for treatment but was not returned for evaluation. Due to product unavailability, investigation, evaluation and conclusions were limited. If additional information, packaging or product becomes available to assist with evaluation, the complaint may be revisited. Per instructions for use: ¿the instruments are provided sterile for single use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ root cause related to the manufacture of the device was not confirmed. A three year complaint history review for the lot number reported, indicated similar allegations. Lot review did not indicate a condition or product/procedure failure that supported the allegation. No additional actions required at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery, the femoral tunnel of the drill tip broke. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.